Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that following impella implant procedure, there was an increase in purge pressure, around 1089 with a flow < 2.8 ml/min. There were no kinks on the tubes and the purge cassette was exchanged, but the automated impella controller (aic) still displayed red alarms: retrograde flow and impella blocked. During the implant procedure, 1000 iu of heparin were administered in addition to the 5,000 iu of heparin when the catheter was implanted. The increase in pressure occurred a few minutes after. The activated clotting time (act) (after 6000 iu) was 248 sec leading to an additional administration of 1,500 iu heparin. The act increased to 289 sec. Restarting the impella was attempted but the impella was ultimately explanted and exchanged for a new device.

Manufacturer narrative:
The investigation for the pump stop has been completed. Clinical details stated that during impella placement, purge pressure rose above 1000 mmhg and purge fluid flows dropped significantly. At the point that the rise in purge pressure was first noticed, the patient's activated clotting time (act) was at 248 sec. The complication was troubleshot by trying to replace the purge cassette and restarting the pump several times, but the issue did not resolve. The pump was explanted due to the failure mode and replaced with a new one. Neither product nor data logs were returned. Without product or data logs being returned for investigation, the root cause of the pump stop could not be determined.